Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The loose and damaged stent was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. A review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 4.0 x 12 mm xience alpine stent delivery system could not cross the lesion, it was noted that the stent was not on the balloon properly and the distal stent struts were bent. Another xience alpine was successfully used to complete the procedure. No additional information was provided.